Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex. The following day the pt suffered a myocardial infarction (mi). It is unk whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device/procedure.

Manufacturer narrative:
(B)(4): myocardial infarction.